Event description:
During open heart procedure, aortic value replacement, suction device was being used by physician. While performing the procedure, physician discovered that the end of the plastic suction device had broken and a fragment had fallen into the pt's open aorta. He immediately removed the fragment and examined the chamber extensively. No other medical treatment was required. MFR was notified 4/24/95 and device returned for examination and investigation.device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.